Manufacturer narrative:
No information provided. An e-mail reply was sent to the patient with request for additional information. No reply has been received to date.

Event description:
Patient reported the following information via email: I had this procedure done back a year ago, in (B)(6) 2015 I am having very a lot of problems so far. Since I have had it done I have had several abscess removed from both armpits I believe the total of 12 within the year and I'm very discouraged because it also has started to sweat again and smell. Please contact me I need to talk to somebody about this I don't know if this is normal and I'm getting tired of getting butchered under the knife to remove these abscess. But you're also costing me extra cost.